Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) result. Quality control (qc) was within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse went thru the instrument and did not find an issue. The cse checked alignments and the blind hole, which was acceptable. The cse replaced reagent and sample probes and seals on both the sample and reagent barcode scanners. The cse homed all motors and primed the barcode scanners. The cause of the discordant thcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, total human chorionic gonadotropin (thcg) result was obtained upon dilution on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was diluted and repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant thcg result.